Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had one episode of intermittent oversensing and noise. The implantable cardioverter defibrillator (ICD) was reported to have possible electromagnetic interference. Both the device and lead remain in use. No patient complications have been reported as a result of this event.